Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. "The device does not have a 510 (k), but was once improperly sold in us and is being reported since there still are 2 units installed in patients¿

Event description:
(B)(4) - the dentist reported about the removal of the dental implant after 2 months, from intraoral region #20, because of non-osseointegration. Forty-five (45) ncm of primary stability was achieved and the implant was installed without immediately load. The patient presented bone type I.